Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The load cell verification failed. The failure was due to scale out of calibration. The screws on the mounting base were found to be loose. Tightening screws on mounting base resolved the issue. Load cell scale was successfully calibrated. A simulated treatment was performed and completed successfully. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler has a blank screen. The patient stated that they received an unknown alarm during dwell 3 of four. The patient pressed okay to retry, but the screen went blank. Patient rebooted cycler and screen remained blank. When the cycler was rebooted, the ok and stop keys lit up and made a sound, however the screen remained blank. The fresenius technical support representative issued a replacement cycler due to blank screen and advised to discontinue using the cycler. Alternate treatment option was available, advised to contact peritoneal dialysis nurse /clinic to inform of replacement. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.